Event description:
It was reported that during the implant attempt, the physician noted that the right ventricular set screw on the device was stripped out. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the set screw had a rounded socket.